Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. The manufacturer¿s field service engineer (fse) confirmed the reported light emitting diode (led) issue. The fse replaced the power switch to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported light emitting diode (led) indicator was faulty. There was no patient involvement.